Event description:
Implant ruptured, discovered during surgery, side unknown.

Manufacturer narrative:
Sientra complaint #: (B)(4). Patient age defaulted to "99" as no date of birth was provided by the initial reporter. At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.